Manufacturer narrative:
The data files were returned for analysis; however, the data files did not record any injection on the date of the event. Clinical issues were encountered during the procedure. The sheath, balloon catheter and mapping catheter were not returned for investigation. There is no indication of products malfunction related to the adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was advanced through the sheath, the mapping catheter was not moving properly suggesting transeptal access was lost. Blood pressure then dropped and a cardiac tamponade was suspected as the patient complained. An electrocardiogram confirmed the tamponade with some hemodynamic compromise. Medication was administered to resolve the issues. The patient made a full recovery. The case was aborted, and the patient was not under general anesthesia. No further patient complications have been reported as a result of this event. Additional information indicated the patient was hospitalized in the intensive care unit as a precautionary measure.